Event description:
It was reported the hysteroscope had a damaged ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h6, h11 the device was returned to olympus for inspection and the reportable malfunction was confirmed the device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and the damage pattern, it is likely that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.